Event description:
Company's product labeling and clinical guidelines require testing of this device for leaks and blockage prior to use on pts. The hospital reported finding split breathing bag bushings upon opening the package of anesthesia circuits or at set-up. The hospital plan reported that there has been no pt involvement. According to the complainant, they have had about 12 incidents.